Manufacturer narrative:
(B)(4). Return of the device for investigation was requested, however to date it has not be received.

Event description:
During the inflation test the nurse found the inflated cuff would not deflated again. There was no patient involved.